Manufacturer narrative:
(B)(4). Additional information: the minicap was manufactured during the date range of 10/22/2014 and 10/30/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was missing from its housing. The issue was observed before use. The care giver disposed of the minicap and used a new minicap to cap the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 5 of 5.